Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter thoracic aorta aneurysm. It was reported that the patient returned for follow up. The CT revealed that here was a distal type I endoleak. The physician elected to treat the patient by implanting two thoracic aortic stent graft extensions and the endoleak was resolved. Per the physician, the cause of the event was due to loss of apposition to the aortic wall that may have been due to aortic dilatation at that location. No additional clinical sequelae were reported and the patient is fine.